Event description:
It was reported that during the surgical procedure, the professional claimed the appearance of a subserous hematoma in the patient's neo stomach, after stapling. After making a neo-stomach during surgery, it was noticed again major bleeding in the staple line, as well as a large hematoma in the neo-stomach, a fact that may lead to risks in the patient's postoperative period. The procedure was delayed by 20 minutes but was completed successfully.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, v94l9f, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What color cartridge was used to create the pouch? Did the surgeon wait 15 sec prior to firing the device? How was the bleeding treated? Was the patient¿s post-operative care altered in any way? Was the patient on any pre-operative blood thinners? Investigation summary: this is an analysis of three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show tissue and slightly bleeding was noted. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.